Event description:
Medtronic received information regarding a pipeline flex embolization device stent that failed to open in the middle segment. The patient was undergoing a procedure for flow diversion treatment of a right internal carotid artery (ica) ophthalmic segment unruptured saccular aneurysm. The aneurysm max diameter was 5.2mm and the neck diameter was 3.4mm. Patient vessel tortuosity was minimal. It was reported that the pipeline and all accessory devices were prepared and used according the instructions for use (IFU). During deployment, the tip of the pipeline opened normally. However, the middle section of the pipeline failed to open despite repeated attempts, using various techniques. It was noted that less than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a vessel bend. The pipeline was resheathed 2 or less times and no additional steps or devices were used to open the stent. The pipeline was resheathed and removed with the microcatheter. Event in vitro, the pipeline mid section could not be opened. After gently massaging the stent surface with fingers several times, it opened only slightly and the opening was not smooth. The pipeline was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Ancillary device: phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no friction/resistance or other difficulty during delivery of the pipeline. A continuous catheter flush was administered and maintained during the procedure.

Manufacturer narrative:
H3: product analysis of ped-475-18, lotno: b698614, as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. In addition, the middle section of braid was found to be fully opened and no damage. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damage. The pipeline flex braid ends were found fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.